Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four days post implant, the right atrial (ra) lead and right ventricular (rv) lead 'shifted and fell' and dislodgement was confirmed resulting in sensing issue and non capture. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.